Event description:
It was reported this was an arteriotomy closure of the right and left common femoral artery (rcfa, lcfa) using the pre-close technique via an 8fr sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a suture break occurred with three prostyle devices. The sutures of five new prostyle devices were successfully pre-placed, three on one side and two on the other side. The sheath was upsized to an 18fr sheath and the evar procedure was completed. Hemostasis was achieved in the rcfa and lcfa with the pre-placed prostyle device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional two prostyle devices referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture separation was observed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.